Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a device deformation, and weight of the device to the specification. Bubbles, clouds, and voids in the gel were observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The unit is not ruptured.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade IV and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device was explanted.